Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2016-00688. It was reported that episodes of non-sustained right ventricular oversensing were noted. Patient was experiencing premature ventricular contractions which the device binned as ventricular fibrillation, and inappropriate anti-tacycardia pacing therapy was inappropriately delivered. Therapy was turned off. Patient requested to turn high voltage therapy off as well. The patient was informed about the consequences of the disabled high voltage therapy. The patient was to be monitored. It was later reported that there was also noise on the right ventricular lead that caused the inappropriate high voltage therapy in 2015. The right ventricular lead, which had disabled high voltage therapy, was capped and replaced on (B)(6) 2020 during a routine generator replacement, as the oversensing could not be programmed around. The patient was doing well post procedure and was discharged.